Manufacturer narrative:
Additional information was gained from the serious adverse event (sae) report form which was completed by the surgeon and the case report forms provided by the study. Patient was admitted on (B)(6) 2018 and diagnosed with a type a2 aortic dissection. The ascending aortic diameter was 7cm. The patient had a history of hypertension, hepatic hemangioma, and gall stones. The surgeon performed an ascending aorta replacement, total arch replacement, and descending aorta stent implantation. Bioglue was used at the aortic dissection for obliteration of the false lumen as well as anastomotic site sealing. The sae report says the patient had stable vital signs after operation and was sent to ICU (intensive care unit) for observation. The sae indicates that sedative was stopped on (B)(6) 2018; the patient had clouding of consciousness and poor cooperation in instruction actions. The condition of the patient was critical. On (B)(6) 2018, the patient died and no further specific details were provided. Manufacturing records of the bioglue, lot number 17mgx003, were reviewed. It was confirmed that all records were controlled, available for review, and met all specifications. A review of the available information was performed. There is no evidence in the case reports forms or the sae report from the surgeon which indicates what contribution, if any bioglue had to the death. In 1998, cryolife began a clinical trial investigating the use of bioglue as an adjunct in the surgical repair of acute, stanford type a aortic dissections. A total of 175 patients were enrolled in this study. This included 54 non-randomized (lead-in) patients, 60 patients randomized to standard surgery plus bioglue, and 61 patients randomized to standard surgery only. An interim analysis was performed after the 100th patient was enrolled into the randomized portion of the trial and had completed the 30-day follow-up period. There was no statistically significant difference in early mortality between the two groups (bioglue summary of safety and effectiveness). A prospective randomized control trial between bioglue and standard surgical repair for anastamotic sealing showed no difference in rates of death between the bioglue and control groups (coselli et al. 2003). The instructions for use lists death as a potential adverse event that may occur with the use of bioglue. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, the patient received bioglue and death occurred. The cause of patient death is unknown.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the patient received bioglue and death occurred. The cause of patient death is unknown.